Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered a transient ischemic attack requiring monitoring. Everything went well in the procedure. Post procedure the patient woke up after complete anesthesiology and there was nothing to mention. However, in recovery after 20 minutes, they called the physician and reported that the patient had thoracal pain and that he could not move his left leg and left arm. The tee during and before was good (no broadcloths in appendage). Tee echo guided transseptal puncture was performed and the tte after procedure was also normal (no tamponade). They did an CT scan of the brain in the emergency but there was nothing special to see. Good perfusion, no bleeding. It¿s not a cva or stroke maybe a tia. Act during procedure was continuous minimal around >260 aiming around 300. Physician thinks that it was maybe an air bubble in the brains. Patient will be transferred to intensive care unit (ICU) to monitor. For physician it is not necessary to check preventive the equipment (smart ablate and pump). There may be patient consequences, it is not clear at this moment. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The event date was reported as unknown. As a result, the 1st day of the year has been entered as the event date. Therefore, updated the date of event field . Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30792665m number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-nov-2022. The male patient was born on (B)(6)1974 (91kgs). Event occurred on 03-aug-2022, it was called into the hotline the same day. The physician mentioned that he thought that it was related to the pentaray nav high-density mapping eco catheter. When inserting the pentaray nav high-density mapping eco catheter in the sheath, he left the introducing sleeve/tool in the sheath. He did not retract this small sleeve any more during the complete procedure. He mentioned that this was probably the cause of the air bubbles. No interventions because patient took eliquis before procedure. So not possible to give IV trombolyse. Kiné, ergo and logo revalidation during his stay and in the near future. Patient went home not completely recovered. Neurologic examination on (B)(6)2022: almost completely recovered, sometimes still has difficulties to concentrate, possible medication issue. Patient stayed for 3 more days in the hospitals and also first day in intensive care unit (ICU) (5 days in total: (B)(6)2022 until (B)(6)2022. Relevant tests include: CT, MRI, mep, eeg, sepp. There was no evidence of char, blood thrombus, or clot during the procedure. Correct catheter settings were selected on the generator; 35w and pre flow of 5 sec, post flow of 2 sec; index of 400-550. Pump was switching from "low" to "high" flow during ablation, correct flow. Patient is doing well. The patient was not permanently impaired. Will recover completely. The patient regained the use of the left arm/leg with kiné first month, completely recovered. The patient was discharged after 5 days ((B)(6)2022). As a result of this event, the patient did not require any additional procedures, only follow up with neuro, cardio and physical therapy, only 1 consult in last month, and 1 consult in the future. Physician name of wim anné, was provided. The pentaray nav high-density mapping eco catheter will be conservatively assessed as MDR reportable for the adverse event along with the thermocool® smart touch¿ electrophysiology catheter as additional information provided reports that ¿the doctor mentioned that he thought that it was related to the pentaray nav high-density mapping eco catheter.¿ therefore, biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) after an internal review of the information available, it was determined that this event should have also been reported with the patient consequence code of ¿air embolism¿ in the 3500a initial. As such, this code is now being added. Therefore, updated h6. Health effect - clinical code and b2. Is life threatening fields.